Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had coupling issues, stomach issues and felt shocking sensations. The patient stated it would take 2 days for them to charge up the stimulator. It was stated that half of the time, the patient wasn¿t able to get the coupling boxes to come up. The patient would get 4-6 boxes shaded but if the patient moved, they would go away. This had been going on since the implant. The patient charged the day prior for 2-3 hours with 8 coupling boxes but did not progress past the third quartile during that time. It was reviewed that the patient could turn off stimulation in order to fully charge it. The patient stated that it seemed like the stimulator was ¿coming out¿ and there used to be more cushion. The patient could put their hand on it and ¿pull it out.¿ this caused the patient irritation in their back. The patient felt shocking in the center of their back and then it shut itself off. The patients back was ¿puffy¿ in the center. The shocking started 3 months after implant. The patient also reported having stomach issues since implant. The patient could not keep their stomach from getting upset. The patient never had a problem prior to implant. The patient felt hot all the time and was sweating and burning up, even when the house was at 62 degrees. The patient was on oxycontin and morphine. The patient didn¿t think the stimulation was helping since they had to go on stronger medication. The patient was redirected to their physician for evaluation of symptoms and the device. Additional information was requested, if received, a follow up report will be sent.